Event description:
The customer's parent reported two incidents of low bgs. It was stated that during the second incident the drs were contacted but the customer recovered prior to paramedic's arrival. The paramedics did not provide any treatment to the customer. The parent indicated that in the first incident of low bg, the customer attempted to program the time but accidentally programmed a bolus. The bgs were treated and the customer recovered. This incident took place three years ago. The second episode of low bg took place eleven weeks ago. The parent mentioned that the customer over-calculated 2u to address the carbohydrates before bedtime. Then the customer went into seizure approx three hours later from last bolus given. The bgs were treated with glucagon and the customer woke up from low bgs.